Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 02 2007. Evaluation summary:the reported condition of the pump needing new batteries for unknown reasons was confirmed. The device was evaluated at the customer's site in 2007. Inspection of the device found that the pump needed new batteries due to them being depleted and potentially damaged. The pump's batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.

Event description:
The facility reported a pump that needs a new battery for unknown reasons. It is unknown when this occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.